Event description:
It was reported that the customer rolled onto the pump and the touch screen became shattered and customer could not access the screen. Customer's blood glucose was 144 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.